Manufacturer narrative:
Other applicable components are: product ID: 8711, serial# (B)(4) implanted: (B)(6) 2011, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and degenerative disc disease. It was reported that the catheter had been cut during a back surgery "a few years ago," so they had not been using the pump. No patient symptoms were reported. There were no further complications reported at this time.